Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was loss of capture on the right ventricular (rv) lead and a perforation was suspected. The lead was repositioned and there were no signs of a pericardial effusion. The lead remains in use. No further patient complications have been reported as a result of this event.